Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Name of orthopedic procedure performed? Date of procedure? Date of reaction? Is a photo available of the reaction? It was noted that a prescription oral and topical steroids were given. Were there any other medical or surgical interventions performed? Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Can you identify the product lot number of the product that was used? What is the current status of the patient? No product will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an orthopedic procedure on an unknown date in 2021 and a topical skin adhesive was used. Post-operatively, the patient presented with a rash and blisters where the product was applied. The patient was treated with topical and oral steroids. Additional information has been requested.

Manufacturer narrative:
Product (B)(4). Date sent to the FDA: 4/6/2021. Additional information was requested, and the following was obtained. If further details are received at a later date a supplemental medwatch will be sent. Name of orthopedic procedure performed? Unknown. Date of procedure? Unknown. Date of reaction? Unknown. Is a photo available of the reaction? Unknown. It was noted that a prescription oral and topical steroids were given. Were there any other medical or surgical interventions performed? Unknown. Please describe how the adhesive was applied. Unknown. What prep was used prior to, during or after prineo use? Unknown. Was a dressing placed over the incision? Unknown if so, what type of cover dressing used? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Were any patch or sensitivity tests performed? Unknown. Patient demographics: initials / ID, gender, age or date of birth; bmi. Unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Unknown. Has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Can you identify the product lot number of the product that was used? Unknown. What is the current status of the patient? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product (B)(4). Date sent to the FDA: 4/6/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.